Event description:
It was reported that the probe failed to operate during an emergency situation, resulting in a delayed diagnosis. No pt injury was reported.

Manufacturer narrative:
Ge healthcare's investigation is ongoing. A f/u report will be submitted once the investigation has been completed.